Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath. Iab had been working for approximately 20 minutes when pump experienced helium loss alarms. Pump was exchanged & alarms went away. Patient (pt.) Later expired unrelated to iab difficulty. Hospital biomed evaluated pump & could not reproduce helium loss alarms. Clinical support reviewed patients strips & determined helium loss alarm was due to significant kink on catheter & a tachycardic rhythm. Heart rate in strips ranged from 111 to 139. Balloon pressure waveform (bpw) shows a wide inflation & deflation artifact, is not able to get back to baseline before next beat, so it sees baseline below zero. This is why alarms may have occurred. Pt. Had a very low blood pressure ranging from a systolic of 58-78 & a diastolic of 51-56. It is difficult to assess timing since strips are in 1:1, but timing percentage is set at 33% inflation & 81% deflation; inflation appears early. This could cause some difficulty in getting helium in & out of balloon fast enough when there is a kink . This was a very critical patient with low stroke volumes & pressures & tachycardic. Pump would keep alarming as long as kink was not relieved. If the heart rate had been slower, it would have given pump more time to transition helium & get bpw back to baseline before the next beat. There may not have been as many alarms, kink would still need to be relieved.